Event description:
Info received indicates the bed will not go into the trend or reverse trend positions.

Manufacturer narrative:
The tech found that both the trend and reverse trend assemblies were broken. He replaced the trend assemblies to repair the bed.